Event description:
Procedure: proctectomy, pt sex: unk. Reportedly, the instrument cut the tissue, but it did not staple properly. As a result, some bowel contents spread into the pelvic area. The surgeon then conducted "extensive" washing of the peritoneal area to avoid infection and sutured the tissue manually.